Event description:
Bilateral inguinal hernia repair with preperitoneal implantation of medium oval kugal patch bilaterally. After surgery, complained of bad pain where surgical site was. Continued to have pain, swelling, tenderness, and numbness. Had a second surgery performed in (B) (6) 2005. Doctor noticed the mesh patch had frayed ends which he trimmed. A lot of blood and fluid had accumulated around the initial surgical site. This was drained. The mesh was so entangled in nerves and tissue it was impossible to remove. Still have pain, swelling, tenderness and numbness. Have been disabled since the installation of the product. Ilioinguinal nerve injections began (B) (6) 2001, discontinued because of failure to respond. (B) (6) 2002, right ilioinguinal cryo neural ablation of the right ilioinguinal nerve primarily genitofemoral branch. Nerve block (B) (6) 2002, physical therapy, CT and MRI scans of groin. Injection (B) (6) 2002 and continued to (B) (6) 2003. Daily pain medications even to date. Dates of use: (B) (6) 2001 -- (B) (6) 2010. Diagnosis or reason for use: bilateral inguinal hernia.